Event description:
It was reported to boston scientific corporation that a whistle tip ureteral catheter was used for a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during testing, water came out on both sides of the catheter and a break was noted at the tip. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.